Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue; customer unable to perform blood test on meter but unclear what message appeared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.